Event description:
During tunneling of a dual lead the obturator carrier broke off in the pt's neck. An incision was made and it was removed. Further info has been requested.

Manufacturer narrative:
(B)(4).